Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (power issue) issue. Reportedly, the battery was stuck in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Correction; submitted 08/26/2016 as follow-up #1: a review of the complaint record indicated that the alleged issue was deemed to be one of casing condition, not a power issue as previously reported.

Manufacturer narrative:
Device evaluation follow-up #2 submitted 10/12/2016: the device was returned to animas and evaluated by product analysis on 09/18/2016 with the following results. There is a battery compartment crack observed below grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release

Manufacturer narrative:
Follow up # 3 date of submission 12/06/2016.